Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with the implantable cardioverter defibrillator exhibiting atrial lead undersensing. The event promoted more intrinsic heart rhythm and reduced the patient's overall pacing percentage. Programming changes were recommended. No patient symptoms were reported. Related manufacturer reference number: 2017865-2019-05700.

Event description:
New information received stated that the patient was brought in to the clinic on april 18 and the recommended programming changes were made. The patient was not affected by the undersensing anomaly.